Event description:
Literature: vergani f, landi a, pirillo d, cilia r, antonini a, sganzerla ep. Surgical, medical, and hardware adverse events in a series of 141 pts undergoing subthalamic deep brain stimulation of parkinson disease. World neurosurg, apr 2010;73(4):338-344. Summary: the authors reported a single center, retrospective analysis of complications in a large population of parkinsonian pts with a long-term follow-up (mean, 4.6 years). A total of 141 pts underwent bilateral subthalamic nucleus (stn) deep brain stimulation (dbs) between (B)(6) 1998 and (B)(4) 2007. In this series, neither seizures nor extradural/subdural hematomas were observed. Reportable event: one pt presented with an intraparenchymal hemorrhage; the pt presented with a right severe hemiparesis 3 hours after surgery, as a result of hematoma in the left thalamic region along the lead trajectory. A right hemiparesis was present at last follow-up, despite intensive physiotherapy. There was no significant comorbidity. This complication required a longer in-hospital stay for the pt. MFR report #3007566237201008991.

Manufacturer narrative:
(B)(4). At this time no additional info was available, additional info has been requested.